Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The embolization coil was detached from the pusher assembly, had a fractured stretch resistant wire (sr wire) and was unraveled. Conclusions: evaluation of the returned device revealed that the sr wire was fractured, and the embolization coil was detached and unraveled. Fracture of the sr wire typically occurs due to forceful retraction of the ruby coil against resistance and will allow the embolization coil to detach and unravel. Further evaluation revealed that the pusher assembly was kinked in multiple locations. This damage was likely incidental and may have occurred during packaging for return to penumbra. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, a ruby coil unintentionally detached within the non-penumbra microcatheter. Therefore, the physician removed the microcatheter with the coil inside and successfully completed the procedure using additional coils and a new lantern delivery microcatheter (lantern). There was no report of an adverse effect to the patient.